Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One non-platform switched tapered implant (bost3211) and two certain prevail implants (iios5413 & iios5613) were returned for investigation. Visual inspection of the returned products identified three damaged implants. One of the certain prevail implants had piece of a fractured screw inside. Additionally, there was bone residue around the external threads of the implants due to usage. Per complaint description, there was malfunction with only one of the implants due to the fractured screw. Functional testing and dimensional analysis could not be performed since the screw was fractured and its piece remained inside the implant. The prevail implants (iios5413 & iios5613) and screw were implanted for approximately 12 years. However, the other implant (bost3211) was implanted for only 4 years. X-ray or picture images were not provided and no other information was provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that a screw fractured in an implant and couldn't be removed. Three implants were returned but only one had association due to the fractured screw. The reported complaint was were confirmed. Per visual inspection, piece of a fractured screw was identified inside one of the certain prevail implants. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes . H10: additional narrative.

Event description:
The doctor indicated the prosthetic screw fractured in a prosthesis that involved three implants. The fracture portion of the screw was not able to removed from the implant. Several attempts were performed to try to remove the fracture portion of the screw and the implant was removed.